Manufacturer narrative:
A new left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited loss of capture. A chest x-ray was performed which revealed that the lead had dislodged. All other measurements were normal with the atrial and ventricular leads. The decision was made to deactivate the left ventricular lead and leave it implanted. Additional information was received that approximately two weeks later, a revision procedure was performed. The left ventricular lead was removed and successfully replaced with normal measurements. No additional adverse patient effects were reported.